Event description:
It was reported that during pre-discharge, x-rays revealed that the new implanted subcutaneous right ventricular lead had pulled back 4-5 cm from the spinal process and now has an "s" curl to the distal end of the lead. Follow up information provided that the lead was left in the new position because good threshold measurement was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.